Event description:
The customer called in to report that the buttons on his pump were unresponsive. The customer's blood glucose level at the time of the event was 144 mg/dl. The customer states he noticed the button error after entering his food portions into the bolus wizard. The customer said the only significant thing he remembers before the button error occurred was that he was working outside. We advised the customer to discontinue use of the pump and to revert to a back up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.